Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in patient populations with traumatic aortic injury. Other related device implanted/explanted.

Event description:
In 2007, this patient was implanted with gore excluder aaa endoprostheses aortic extender component and a contralateral leg component to treat a traumatic transection in the descending thoracic aorta. One month later, the patient underwent open repair, and the devices were explanted due to an unspecified endoleak. The patient tolerated the procedure and is doing well. The devices were discarded at the facility.